Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the malfunction was due to user leaving the system on overnight. The system was rebooted four times without any issues. The imaging system then passed the system checkout and was found to be fully functional. No case parts were returned.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site had left their system on overnight and upon returning to the system this morning, it was in stand alone mode. No clinical impact as no patients were present.